Event description:
A 3.0 mm diameter x 15 mm length driver rx coronary stent system was inserted into a patient for the treatment of a proximal rca lesion. The lesion morphology is reported to be severely tortuous with severe calcification, and 100% stenosis. It was reported that the lesion was pre-dilated. It was reported that the patient presented emergently with an acute inferior myocardial infarction in 2004. The pt received 2 driver stents in a totally occluded rca. Eighteen days later, a deformity of the proximal rca was noted with 25-50% stenosis. It was reported 4 months after the initial implant, that the deformity was a stent fracture. The pt was brought back in 11 months post initial stent implant and another MFR's stent was implanted within the driver, with extreme difficulty. No clinical sequelae were reported and the pt is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.